Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/19/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system of the intraocular lens (model pcb00) was returned at the manufacturing site for evaluation. The plunger was observed in a completely advanced position and the cartridge correctly engaged into lower body of the pcb00 device. Visual inspection showed scarce amount of viscoelastic, was only in the cartridge tube. The intraocular lens (iol) was not observed inside or outside of the device; the lens was not returned. Therefore, the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed scratched during insertion into the eye. Reportedly, the lens was cut out of the patient''s eye. No further information was provided.

Manufacturer narrative:
Corrected date: in the supplemental MDR an incorrect date (06/19/2017) was entered in device available for evaluation?. Returned to manufacturer on. The correct date is 06/13/2017. All pertinent information available to abbott medical optics has been submitted.